Event description:
During the implant procedure, the patient had a reaction to the dye. The lead was noted to have dislodged while cardiopulmonary resuscitation was performed.

Event description:
It was reported by the patient that the right atrial (ra) lead was not shaped with a "hook" or "j" shape. Additional information from the physician's office stated that the ra lead was revised and remains in use. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4): 6949 implantable tachy lead 2005-(B)(6). (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.